Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between carelink and the mobile device as the carelink connect application was not connected to the user application and also had an log in issue with carelink. The customer reported no adverse event. The event involved product(s) mmt-6112 mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated for bot login and connection issue. No harm requiring medical intervention was reported. No product return is required for mmt-6112, mmt-7333

Manufacturer narrative:
An attempt to reproduce the reported event using cp 3.4.1 [9116] installed on iphone 12 mini (v.18.3.1) was conducted and confirmed the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement srs doc: (B)(4) agile docs: (B)(4) version q. After a thorough investigation, we did not find any evidence of a carelink outage or mobile internet issue during the observed period. However, the logs show a brief instance of an apire quest failure on (B)(6), which lasted only a few milliseconds. Aside from this momentary disruption, data has been consistently received by the cp app. It is possible that this brief failure triggered the 'no carelink connection' message in the cp app. Here are the recommended resolution steps: 1. Reinstall the cp application. 2. Please check internet connection. Issue confirmed. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.